Event description:
It was reported the pt's ipg, lead, and extension were explanted due to an eroded ipg and lead. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4): the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.